Event description:
The philips field service engineer reported during service the internal battery failed to charge. No patient involvement.

Manufacturer narrative:
Confirmed internal battery was unable to be fully charged. Periodic maintenance 1 was performed. No abnormality was confirmed but the following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet filter < (>, <) > cooling fan filter and oxygen filter. Lithium-ion battery was operational checked and charged up then no abnormality was confirmed. Mc board retention bracket was. The unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Functional test was performed then no abnormality was confirmed. (B)(4).

Manufacturer narrative:
Pr#: (B)(4).